Event description:
Asr revision; asr xl - left; reason(s) for revision: metal ion levels over the threshold. Update: (B)(4) 2015 - updated reason for revision as metal ions, updated dor, expiry dates for cup and head, added details for stem and sleeve (manufacture date for sleeve unavailable). Updated to legal. Querying lot number for stem. ((B)(4)). Update: (B)(4) 2015 - updating stem lot number and dates, taken from query 1 reply (B)(4) 2015, scf attached has cup and head details reversed. ((B)(4)).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed.